Event description:
It was reported that during testing conducted at the manufacturer facility the blade mount mechanism and screw of the device had disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembled blade mount mechanism and screw was confirmed by a manufacturer repair technician though visual inspection. The reported event could potentially have been caused by a number of factors including impact or material integrity issues.

Event description:
It was reported that during testing conducted at the manufacturer facility the blade mount mechanism and screw of the device had disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.